Manufacturer narrative:
With the information collected during the investigation, there is enough evidence to support that device serial number 17835416 was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30008647 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2019 through (B)(6) 2020, was noted an outlier in (B)(6) 2019. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient representative reported patient experienced an ¿infection,¿ ¿capsular contracture,¿ baker grade unknown, ¿pain prior to explant procedure,¿ ¿chronic pain¿ and ¿itching.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿diarrhea,¿ ¿anxiety,¿ ¿significant weight loss and weight gain,¿ ¿chronic headaches¿ and ¿vomiting, and nausea on an ongoing basis;¿ these events are not related to the device. Device was explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "infection¿ and ¿capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿infection,¿ ¿capsular contracture,¿ baker grade unknown, ¿pain prior to explant procedure,¿ ¿chronic pain¿ and ¿itching.¿

Event description:
Patient representative reported patient experienced an ¿infection,¿ ¿capsular contracture,¿ baker grade unknown, ¿pain prior to explant procedure,¿ ¿chronic pain¿ and ¿itching.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿diarrhea,¿ ¿anxiety,¿ ¿significant weight loss and weight gain,¿ ¿chronic headaches¿ and ¿vomiting, and nausea on an ongoing basis;¿ these events are not related to the device. Device was explanted. This record is for the left side.